Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor was involved in a no flow incident. This occurred while the device was connected to the patient for an infusion of fluorouracil and 0.9% saline. Seven days after the infusion began, it was found that the device failed to deliver its contents. The device was then disconnected from the patient and a syringe was attached to see if the device would flow; the device was found to flow, but at a slow rate of approximately 1 ml over 6 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.